Event description:
(B)(4). According to the information received, an infection(s) were reported with the use of the catheters. For the last 18 months one patient felt burnings and scrotum irritation and 2 patients had hematocele with fever, leading to antibiotic treatment. The patients were men under recent catheterization and self catheterization. The inflammatory reaction appeared 24/48 hours after the first use and this problem led to a change in catheters.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. If additional information becomes available a follow-up report will be submitted.